Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Stent imprints are visible on the balloon surface, indicating that the stent was initially crimped centered on the balloon. A small amount of dried contrast medium residue was observed in the inflation lumen which implies application of vacuum with the inflation device. The stent was implanted and therefore not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of vacuum).

Event description:
An orsiro drug-eluting stent system was chosen to treat a pre-dilated severely calcified lesion. After a first orsiro was implanted, a 6f guideliner was laced. The orsiro 2.5/18 was introduced but could not pass the previous implanted stent. Upon removal the stent dislodged prior pulling back through guideliner and was adapted to the vessel wall.